Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since there was no abnormality at the time of shipment from DHR, it is presumed that excessive force was applied by the operator handling and the cable was broken. As a result, the image disappeared. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was confirmed due to shorted cable. Furthermore, a chipped rear cover packing was noted as well as the rear cover label faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the camera head is unable to display image. There was no patient involvement, no harm or user injury reported due to the event.